Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the episodes with simultaneous noise signals in both atrial and ventricular channels were recorded in device memories. Preliminary analysis of provided files confirmed the reported event. Recommendations have been provided, so as to check the functioning/integrity of the pacing system (pacemaker, leads and leads' connection).

Event description:
Reportedly, the episodes with simultaneous noise signals in both atrial and ventricular channels were recorded in device memories. Preliminary analysis of provided files confirmed the reported event. Recommendations have been provided, so as to check the functioning/integrity of the pacing system (pacemaker, leads and leads¿ connection).